Event description:
The initial reporter alleged a possible false positive result for the elecsys hbsag ii assay on a cobas e 801 analytical unit for one patient sample. On (B)(6) 2020, testing at another laboratory reported an hbsag result of 61.00 coi (reactive), with positive anti-hbs (a-hbs) and all other hepatitis b markers negative. Hbsag polymerase chain reaction (pcr) testing was negative. The patient was noted to be post-vaccination.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. Calibration and quality control data were reviewed and found to be within expected ranges. The root cause was attributed to a sample-specific discrepancy. However, no hbsag confirmatory testing was performed, which limited the ability to fully assess the reported result. False positive results are possible and are consistent with the specificity claim outlined in the assay's method sheet."